Event description:
A customer reported that they obtained imprecise sequential readings on their precision xtra meter. The customer reported that they obtained readings of 25.8 mmol/l, and 7.1 mmol/l within a 10 minute timescale. When plotted on a parkes error grid the results fell within the "c" zones which are clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within range spec and no new errors were observed during control solution testing.